Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged. An invasive surgical procedure was performed and the lead was explanted. A new lv lead was not implanted due to tortuous patient anatomy. During the procedure, the implanting physician cut through the competitor right atrial (ra) lead. The ra lead was capped and replaced. The competitor right ventricular (rv) lead was inserted into the lv port of the device and a new rv lead was implanted. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to dislodgement.